Manufacturer narrative:
Correction information: section g.3. The original reportable date of awareness has been corrected to july 9, 2025. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a wound infection. The infection was related to diabetes and not device related. The recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was treated with IV cefazolin for 6 weeks and then started on oral doxycycline in the operating room. The recipient went through wound debridement and device explantation. Post operatively the recipient was treated with IV dalbavancin and oral doxycycline. The recipient was also treated with hyperbaric oxygen. The recipient is healing. The recipient was not re-implanted. The device passed the external visual inspection. Photographic imaging inspection revealed a broken electrode wire in the array. This is believed to have occurred during revision surgery. System lock was verified. Impedance values were out of range. This is due to the electrode condition. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.